Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pocket d5 in half height qb drawer 1.2 in the main was failed. A field service engineer re-seated the roll board cable in both 1.1 and 1.2 to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was continuously failed. The customer stated that the malfunction occurred when user trying to be pulling the medication for the patient and there was a delay in patient care workflow. There was reported no patient harm. There were no adverse events or injuries reported based on this event.